Event description:
After we took out the polyp and used the x tach we attached the suture cinch long to the suture. The doctor was able to push the cinch all the way to the anchors of the x tach and told me to go ahead and deploy the cinch. I released the plastic stopper that is in the handle and started to squeeze the cinch. While I was squeezing the handle down to the base of the cinch, I heard a loud noise that came from the handle. I noticed that the cinch would not deploy and that the handle of the device would not move very far from the base where the thumb hole is. That is when the doctor and I noticed that the spring in the handle was loose. The doctor was able to maneuver the device back and forth several times, which allowed the cinch to deploy.